Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, while using an idrive and an egiatrs60amt reload, the device was slowing down and stopping in multiple areas of the stomach. The device stopped in thin tissue and would not procedure any further. The surgeon had to cut out the reinforcement and use a second reload. Second reload would not work as well. A third reload was placed on the device with no reinforcement. The third reload was slow as well but worked. There was no extension of operating room time. There was no bleeding. The patient is ok.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation with engineering of one endo gia adapter xl visually, there were no abnormalities noted for adapter. The unload button on the adapter was depressed numerous times and displayed no hang-ups or sluggish returns. The center rod orientation was checked and was found to be assembled properly. A pmv idrive battery pack was loaded into a pmv idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the handle and calibrated without issue. A pmv endo gia¿ 60mm articulating medium/thick reload was inserted onto the adapter and the reload detect led started flashing as intended each time, indicating that the software recognized the presence of a reload. The pmv endo gia¿ 60mm articulating medium/thick reload was then fired. The reload cut cleanly on the appropriate test media and the staples deployed and were place properly. The reloads loaded, unloaded, articulated, rotated, and opened/closed properly and without difficulty. The endo gia adapter xl was then investigated. The adapter was paired with a pmv representative idrive ultra powered handle 1, (B)(4), and fired with an output force adequate to complete an over-indicated firing when the reload is articulated fully left (worst case condition). A review of the device history record indicates the device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.